Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient that is not happy with results in the right eye post enhancement photo refractive keratectomy. Patient is not seeing as well as they would like. Corneal haze was noted. The topical steroid dosage was increased for two weeks. Patient continues to be monitored. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.